Event description:
It was reported that during a vaporization of the prostate procedure for benign prostatic hyperplasia, there was a forward firing. This fiber was used at 6000 joules for 1 minute. The procedure was completed with another of the same device. There was no patient complication.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Visual unaided inspection of the fiber identified that two fiber cards were received with the fiber. Review of fiber cards each indicated that the fiber was not expired, it was recognized by the console, and it fired. Microscopic analysis of the fiber tip identified a distal circumferential fracture, likely caused by overheating during use. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of physical breakage/separation/detachments along the length of the fiber body and tip. Functional testing to verify the forward firing output rate showed is below the threshold for potential patient harm. The observed condition of the fiber is consistent with fibers that experienced tissue adhesion, constant heavy tissue contact, and/or a decrease in the saline cooling flow, which leads to elevated temperature near the laser beam output window. Overheating can be caused by burying the fiber tip into tissue during use. The fiber had moderate detritus (charred tissue) on the fiber tip, which is indicative of burying the tip into tissue. According to the device instructions for use (IFU), do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result. There was no evidence that the device was not used in accordance with the IFU. Based on analysis results, the interaction between the user and device caused or contributed to the reported event. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the device in question.

Event description:
It was reported that during a vaporization of the prostate procedure for benign prostatic hyperplasia, there was a forward firing. This fiber was used at 6000 joules for 1 minute. The procedure was completed with another of the same device. There was no patient complication.